Manufacturer narrative:
Device is combination product. Date of event is unknown and estimated as (B)(6) 2019, the first date of the aware date month. Implant date: (B)(6) 2016.

Event description:
It was reported via (B)(6) that a patient experienced angina. The patient presented with shortness of breath and angina and was diagnosed with a complete total occlusion (cto). After an unsuccessful attempt to remove the blockage the patient underwent a procedure in (B)(6) 2016. The target lesion was located in the right coronary artery and a promus premier stent was placed. Post procedure the patient was "much better". In 2018 the patients symptoms began to start again. Angiograms was performed and the patient is currently being treated with medication